Event description:
As reported, in 2008, two gore tag thoracic endoprostheses were implanted to repair the thoraco-abdominal aortic aneurysm. The first device intentionally covered the celiac artery. The final intraoperative angiogram showed a distally type 1 endoleak; however, the physician determined that it was impossible to implant an add'l stent graft at the distal end, and finished the procedure. The pt died due to aneurysm rupture three days later. According to the physician, the procedure was to save the pt's life, and neither the procedure nor the device is related to his death.

Manufacturer narrative:
A review of the mfg paperwork had been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.